Manufacturer narrative:
The handle cev669e was returned for evaluation: device history record (DHR): the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation was unable to conclusively verify the complaint as valid. The device passes the electrical test. However, there were stains on the metal part. After assembling with the received tubes and handles, the test of electrical continuity is compliant. Root cause: the investigation did not highlight any defect; the complaint could not be confirmed. This issue may be due to an improper use or the use of a defective cable or generator.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 9 of 9 reports linked to mfg report numbers: 2523190-2021-00110, 2523190-2021-00109, 2523190-2021-00111, 2523190-2021-00112, 2523190-2021-00113, 2523190-2021-00114, 2523190-2021-00115, and 2523190-2021-00116. A facility reported that during use on a patient for an unspecified procedure, in which the handle cev669e was being used, the surgeon could not coagulate. There was no coagulation despite the increase of intensity and power on the generator and change of the cable. There was surgical increased time of 20 minutes without injury to the patient.